Event description:
It was reported that during central processing, the single port monopolar curved scissors instrument was found to have plastic tip broken at the tip. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive single port monopolar curved scissors to perform failure analysis. The instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. There were no missing or detached fragments. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. This issue can be resolved by using an alternate instrument to complete the procedure.